Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9259089. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that 1 bd syringe 0.5ml 30g 8mm plunger movement was difficult. The following information was provided by the initial reporter : the customer reported a filled syringe with the plunger not working because the plunger does not move forward. Expire date: 30.09.2024.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-09. H6: investigation summary: customer returned (11) 30gx8mm, 0.5ml bd insulin syringes from lot# 9259089 (1 loose and 10 in a sealed polybag). The customer reported that the syringe has been filled, the substance cannot be injected because the plunger does not move forward. All 11 returned samples were examined, and it was observed that 1 syringe was returned loose with 5 units of substance filled in the barrel. The substance in the used syringe was expelled, and the plunger rod was able to move properly within the barrel. The remaining 10 syringes were tested for plunger rod movement, and all 10 functioned as intended. No defects were observed. A review of the device history record was completed for batch # 9259089. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received the investigation concluded bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that 1 bd syringe 0.5ml 30g 8mm plunger movement was difficult. The following information was provided by the initial reporter: the customer reported a filled syringe with the plunger not working because the plunger does not move forward. Expire date: 30.09.2024.

Manufacturer narrative:
(B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 30g 8mm plunger movement was difficult. The following information was provided by the initial reporter : the customer reported a filled syringe with the plunger not working because the plunger does not move forward. Expire date: 30.09.2024.